Event description:
It was reported that the device was leaking. There was no patient injury reported.

Manufacturer narrative:
The device was returned in good condition with no physical damage. Visual inspection and found that the pump assembly had wear and tear damage to the tubing, which caused a water leak. The faulty tubing was replaced, and the main printed circuit board was replaced as preventative action. Additionally during repair it was found that the return tube and float switch had a crack, both were replaced. The device passed functional tests. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. E4 is unknown.

Event description:
Additional information was received which included the event date and that no patient was involved.